Event description:
It was reported that during a procedure, the pusher detached from the rod component and punctured the surgeon's hand. As a result, the surgeon was seen in the ER for treatment of the wound. Surgeon developed an infection after treatment.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Other serious outcome attributed to adverse event - surgeon developed infection after being treated in the ER. Device manufacture date unknown